Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing and noise. The patient's rhythm was a fast ventricular tachycardia at the time of the shock. Technical services discussed some programming options. The conditional shock zone has now been reprogrammed. There were no additional adverse patient effects. The system remains implanted.